Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter was defective. The following information was provided by the initial reporter, translated from french to english: a kink formed on the catheter, which was placed in the elbow crease, due to movement. After removal, observation of the catheter revealed a perforation at the level of the kink.

Manufacturer narrative:
Initial reporter, enter address information: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter was defective. The following information was provided by the initial reporter, translated from french to english: a kink formed on the catheter, which was placed in the elbow crease, due to movement. After removal, observation of the catheter revealed a perforation at the level of the kink.